Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultrasmart (otus) meter read inaccurately high. The pt tests his blood glucose 6 or more times a day. He takes novolog insulin via an insulin pump. The reporter indicated that the alleged meter issue started on five days earlier, at an unspecified time. The reporter could not recall any details regarding the reported result of "261 mg/dl." The pt apparently performed a meter-to-other comparison. However, the reporter could not recall what results were obtained on both meters. The reporter did mention that the otus meter read higher. Based on a result obtained on the otus meter, the pt apparently took an unk dose of sliding-scale novolog insulin. At an unspecified time that same morning, the pt suffered a "diabetic seizure." The reporter remembered testing the pt's blood glucose while he was symptomatic and got a result of "46 mg/dl" on the reported meter. The pt was taken to a hospital via an ambulance at 7:15 am and was hospitalized for one day. He received a phenergan injection and unspecified treatment for "diabetic seizure." The reporter stated that she was pretty upset when she first called lfs on original date, and therefore could not remember what info she provided at the time. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt suffered a seizure after taking insulin based on an alleged inaccurate high result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips, and/or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.